Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, there was a pause in the irrigation and advisory codes 159 and 188 were displayed. The surgery was completed post changing to new one. Information regarding procedure and patient impact have not been provided.

Manufacturer narrative:
The company representative able to assist with the reported event remotely with the customer. It was confirmed with the customer that the u/s (ultrasound) mode was allocated while using an I/a (irrigation/aspiration) handpiece. The representative provided feedback to the customer regarding adequate use. The system was not testing on-site at that time. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is likely due to user error as the customer was in u/s mode with an I/a handpiece. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).